Event description:
New information received notes that the right atrial (ra) lead revealed insulation break upon opening the pocket. The ra lead was explanted and replaced on (B)(6) 2025. The patient was stable post-procedure.

Event description:
It was reported that during post-implant check in clinic, the right atrial (ra) lead exhibited low pacing impedance and high capture threshold in unipolar configuration. No changes or interventions were done. The patient was in stable condition.

Event description:
New information received notes that programming changes to vvi mode was performed. The patient was stable post programming changes.

Event description:
New information notes that the right atrial (ra) lead was fractured.